Manufacturer narrative:
A biomed representative went to the site to test the equipment. He was not able to replicate the issue. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system was able to take 2d fluoro but when they tried to take a 3d scan nothing happened. The delay in the case was approximately 20 min. The site had 2 imaging systems so they just switched out the imaging system for the other one and proceeded with navigation. There was no reported impact to the outcome of the patient.